Event description:
Customer reported pump turns on but does not stay on. Although requested, no additional info has been obtained on this report. No pt involvement has been reported.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed.